Event description:
According to the distributor, during a forehead laceration repair, adhesive dripped into the pt's eyes. Patient was referred to an opthalmologist. No adverse patient outcome reported.